Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.(B)(4)

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl.the mother stated the customer's blood glucose was high because they were unable to remove the battery cap from the insulin pump. Troubleshooting was unable to remove the customer's battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.